Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. (B)(4), the manufacturing facility, reviewed the device history records and found no manufacturing deviations or anomalies. Provided information states the patient was partial weight bearing a week after surgery, the surgeon commented that the nail was not suitable for the patient, and the patient was highly active. In the surgical technique in the warnings and precautions section it states these implants are intended as a guide to normal healing and are not intended to replace normal body structure or bear the weight of the body in the presence of incomplete bone healing. Delayed unions or nonunions in the presence of load bearing or weight bearing might eventually cause the implant to break due to metal fatigue. Due to the limited and poor quality of the provided images nothing definite could be determined. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Re-fracture occurred after implantation. Revision has not been performed. On (B)(6) 2011, initial surgery was done with versa femoral ten for the subtrochanteric femoral fracture. Three weeks after the surgery, re-fracture of supracondylar femur was noted. Patient was revised to address a re-fracture. The shape of the nail was not suitable for the patient.